Event description:
Severe pain and inflammation, radiating pain and at time numbness in arm and hand from pain. Possible capsular contracture from ideal implants. I have followed up with the surgeon for over a year and the condition has not improved, only gotten worse. Currently seeking treatment from my primary care provider to treat symptoms. The surgeon who did the surgery did not seem to care to assist with, treat or offer solutions for the progressing pain caused from the implant after the announcement that ideal implants were no longer in business. Reference report: mw5148625.